Event description:
Reporter stated that patient's blood glucose was tested on the accu-chek mobile system with a result of 331 mg/dl. Within 1 minute, patient's blood glucose was retested on an accu-chek aviva system with a result of 69 mg/dl. Reporter also stated that, on (B)(6) 2012, patient obtained blood glucose results of 24 mg/dl and 271 mg/dl, within 1 minute, when testing on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect products for evaluation.

Manufacturer narrative:
This medwatch is for the suspect product used with the accu-chek mobile system. (B)(4). The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.